Manufacturer narrative:
D4. Corrected data, initial report. Did not include lot # and expiration date. H4. Corrected data, initial report. Did not include manufacturing date.

Event description:
It was reported that the patient was hospitalized due to seizures over the weekend following generator replacement. After replacement, the patient had been set to the same settings as prior to the surgery and diagnostics were normal. Information was received from the physician noting that this was considered an increase in seizures above pre-vns baseline levels and was due to vns battery replacement. No further relevant information has been received to date.